Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken at 14 mm from the distal end. The surface of the broken portion was confirmed. There was a black discoloration on the broken surface of the probe. The cracks were spreading out from the black discoloration area. There were no scratches at the black discoloration area. A general rough texture were determined on the surface of the broken portion. The manufacturing record was reviewed and found no irregularities. Likely causes of the broken probe might be the following mechanism. Only the distal end of the probe was forced to push against the tissue while the output was activating, or the output was activated while twisting the scissors with grasping the tissue. The probe was having cracks while using the device. Therefore, a force was applied to the distal end of the probe, causing the probe to break from the cracks. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during an unspecified procedure, the subject device was used. The probe of the subject device broke off inside the abdominal cavity the fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.